Event description:
Pt reported she woke at 1:15 a.m. On (B)(6) 2013, and the infusion device was giving a w2 battery low warning. She removed the battery and noticed the infusion device was "very hot." She reported the battery was so hot she was unable to hold it, and took approx 5 hrs for the system to cool down completely. She also reported the infusion device reset when a new battery was inserted, and the time and date had to be reset. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device and battery were requested for eval.

Manufacturer narrative:
The complaint can be verified. The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a heat generation can be possible. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.